Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed for "air in line." The battery door had been opened and closed, and the bottom of the pump was gently tapped in an attempt to disperse air bubbles. Upon powering the pump back on, a new alarm appeared indicating "key stuck." The battery door was again opened and closed, and all buttons were pressed to ensure none were stuck before powering the pump on once more. Despite these efforts, the "air in line" alarm persisted. The patient had expressed discomfort with clamping the tubing and removing the cassette, stating that patient felt might break something when attempting to close the clamp. The medication involved was 5fu. There were no patient injury and the event occurred while in use with a patient.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.